Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, of -15.0/+2.0/082 sphere/ cylinder/ axis, into the patient's left eye (os) on (B)(6) 2017. The surgeon notes refractive surprise; double vision and corneal edema on (B)(6) 2018. Reportedly the corneal edema disappeared at 1 week post op and no treatment beyond what is standard for ocular surgery was performed. The lens was exchanged and the problem was resolved. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -15.0/+2.0/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. The surgeon notes refractive surprise and corneal edema; incident date stated as (B)(6) 2018. Reportedly, the corneal edema disappeared at 1-week post-op and no treatment beyond what is standard for ocular surgery was performed. Claimant states the lens remains implanted. No additional information is available at this time.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection was performed. Although lens sn: (B)(4) was found out of tolerance for spheric refractive diopter, there is no reasonable probable cause in manufacturing that would have resulted in a refractive change. The spheric refraction of this lens was calculated to be -13.96d at the time of release. (B)(4)

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mmvticmo12.6 implantable collamer lens of -15.0/+2.0/082 sphere/ cylinder/ axis into the patient's left eye (os) on (B)(6) 2017. The surgeon notes refractive surprise; double vision and corneal edema on (B)(6) 2018. Reportedly the corneal edema disappeared at 1 week post op and no treatment beyond what is standard for ocular surgery was performed. The lens was exchanged on (B)(6) 2018 and the problem was resolved. Implanted date: it is corrected from "(B)(6) 2017" to "(B)(6) 2017". Explanted date: (B)(6) 2018. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: device evaluation: it is corrected to "the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens to be within specifications." (B)(4).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection was performed. Although lens sn: (B)(4) was found out of tolerance for spheric refractive diopter, there is no reasonable probable cause in manufacturing that would have resulted in a refractive change. The spheric refraction of this lens was calculated to be -13.96d at the time of release. (B)(4).